Event description:
It was reported that the customer went to the emergency room (ER) due to an undefined elevated blood glucose (bg) level. In the ER, the customer was treated with intravenous saline and insulin. The customer was released the following day with no permanent damage. Reportedly, an occlusion alarm occurred. The customer cleared the alarm and resumed insulin therapy successfully.